Event description:
The lay user patient called lifescan in 2005 alleging that her one touch ultra meter was reading in the incorrect inits of measure (uom). The patient reported no injury, symptoms, or treatment. The meter in question was not new and was originally set to the correct uom. The patient did recall recently changing the uom setting; however, the label on the back of the meter indicated this meter's uom setting should have been non-user-changeable. The customer service advocate (csa) was able to help the patient change the meter back to the correct uom. This case is being reported as a malfunction as the patient was able to change the uom setting despite the fact that meter should have been non-user-changeable.